Event description:
One pt sample with discrepant creatinine and bun results. Initial creatinine gave 17.5 mg/dl and bun gave 62.5 mg/dl. Sample repeated about 3 days later gave creatinine of 1.4 mg/dl and bun of 14 mg/dl. Initial results were reported, pt not adversely affected. The field svc rep was unable to determine a root cause for the discrepancy and was unable to duplicate issue. Performance tests were performed and within spec.